Event description:
A us distributor contacted zoll to report that a patient developed itchy, open sores under the electrodes of the lifevest equipment. There was no alleged device malfunction contributing to the irritation. It was reported that the patient was in the hospital. There is no indication that the lifevest caused or contributed to the hospitalization. The patient¿s physician was aware of the wounds, but there is no indication of medical intervention for the wounds. Outcome of the irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.